Event description:
The customer reported that the sys exhibited an error and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface pcb was evaluated and replaced. The ac power cable was also repaired during the svc event. The sys was tested and found to be working as intended and returned to svc.